Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/27/2020. H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No. Unknown, cat. No. 32136. A functionality test was carried out on the returned sample and no issues were observed. No issues were observed with the returned sample therefore no root cause can be identified. DHR could not be performed due to the unknown lot#.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp needle would not detach from the pen. This was discovered after use. The following information was provided by the initial reporter: this is a complaint about a defect of pen needle 32g×4mm. The patient could not detach the pen needle from the pen because the outer cover was loose. The patient could finally detach it by pushing the outer cover down and turning it.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32 ga 4 mm 14 bag 700 case jp needle would not detach from the pen. This was discovered after use. The following information was provided by the initial reporter: this is a complaint about a defect of pen needle 32 g × 4 mm. The patient could not detach the pen needle from the pen because the outer cover was loose. The patient could finally detach it by pushing the outer cover down and turning it.